Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h6: it was previously reported that during service and evaluation, it was determined that the battery handpiece device had moving parts did not move smoothly, this had been updated to device would not run.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a sticky trigger. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger, had moving parts did not move smoothly and leak tightness test failure and cracked/damaged housing. It was further determined that the device failed pretest for check general function of device, check for wear on housing, check fitting of the lid, check roundness of housing, check for sticky triggers, check for mechanical free moving, leakage test using bubble emission technique and general condition. It was noted in the service order that the device was not working along with a lid handpiece device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.